Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during atrial septal defect repair procedure, the surgeon was removing the needle from the suture when the needle broke. Since the broken part could not be found, an x-ray was done at the end of the case. The patient's x-ray was clear.